Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, performing multiple discharges at each joule setting into a simulator, defib cycling, patient impedance calibration testing, and multiple keypad testing without duplicating the malfunction. The device was recertified and returned to the customer. The multi-function cable used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.